Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. Multiple attempts were made to gather additional information regarding this specific event, including the availability of the device for return. However, no other information was provided from the facility. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user attempts to cut staples or clips. - user attempts to cut non-soft tissue. - user attempts to cut excessive amount of tissue. The instructions for use (IFU) state: - do not directly apply current to staples or clips. - instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. - if cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported the laparoscopic scissors failed to cut. Multiple attempts were made to gather additional information regarding this specific event. However, no other information was provided from the facility. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.